Event description:
The initial reporter stated they received discrepant results for multiple samples from one patient tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. Sample 1 (serum) was taken around 20:15 when the patient visited the emergency department and had an initial troponin t hs result from analyzer a of 37.4 ng/l. This result was reported outside of the laboratory and questioned by the physician. Sample 2 (serum) was taken around 00:15 from the same patient and had a result from an unknown analyzer of <5 ng/l, accompanied by a data flag. Sample 1 was repeated on analyzer b, resulting in a value of 72.9 ng/l. Sample 1 was then repeated on analyzer a, resulting in a value of 43.8 ng/l. Sample 1 was repeated a second time on analyzer b, resulting in a value of 17.8 ng/l. Sample 2 was repeated in a second laboratory, resulting in a value of <3.00 ng/l, accompanied by a data flag. Sample 3 (plasma) had a result of < 3.00 ng/l, accompanied by a data flag. The troponin t hs reagent lot number was 64098900, with an expiration date of 31-jan-2023.

Manufacturer narrative:
Section d4 has been updated with the serial number of analyzer b. Last calibration performed on 06-sep-2022 on analyzer a had signals that were below expected values. Last calibration performed on 02-sep-2022 on analyzer b failed as the calibration factor was out of the specified limits. Quality controls on both analyzers were within specified ranges on the day of the event. There was no indication of a performance issue with the reagent. Upon review of the alarm traces from both analyzers, no relevant alarms were observed. The customer¿s system foam detection camera was not activated. Transport and storage of the reagent were done according to the requirements in the method sheet. Further investigation of the sample was not possible as the sample has been stored in the fridge. Per product labeling, the analyte stability is not guaranteed when the sample is stored > 24 hours in the fridge and the sample was therefore not requested for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.